Manufacturer narrative:
Citation: kalogeras k et al. Comparison of warfarin versus doacs in patients with concomitant indication for oral anticoagulation undergoing tavi; results from the atlas registry. J thromb thrombolysis. 2020 jul;50(1):82-89. Doi: 10.1007/s11239-019-01968-w. Published online: 11 october 2019. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the long-term outcomes of transcatheter aortic valve implantation (tavi) patients with concomitant indication for oral anticoagulation treated with warfarin versus direct oral anticoagulants. All data was retrospectively analyzed from a four-center registry. The study population included 227 patients and was predominantly female with a mean age of 82 years. Of those, approximately 160 were implanted with medtronic corevalve, evolut r, or evolut pro transcatheter valves. No serial numbers were provided. The two-year survival rates for the warfarin subgroup and the direct oral anticoagulants subgroup were 84.5% and 88.5%, respectively. Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: post-tavi permanent pacemaker implantation, life threatening or major bleeding, and moderate to severe paravalvular aortic regurgitation/leak. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.